Event description:
It was reported that the caller needed assistance with updating the pump's time settings, which displayed a time discrepancy greater than 5 minutes. There was no adverse impact on the customer's blood glucose level, as previous settings did not cause readings above 500 mg/dl or below 54 mg/dl. The customer received advice from technical support to monitor the situation and follow up if the discrepancy recurred, and the customer understood and acknowledged the guidance.